Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that complete heart block(chb) occurred. Access was gained through a right transfemoral approach. During the procedure, there was difficulty inserting the pigtail catheter and safari2 guidewire inside the left ventricle due to left ventricle hypertrophy(lvh), due to the guidewire being pushed, premature ventricular contractions(pvc) occurred occasionally. Balloon aortic valvuloplasty(bav) was performed using a 18mm non-bsc balloon, according to the instructions for use(IFU). Rapid pacing at 180bpm was attempted, until the patients pulse was restored and rapid pacing was turned off. During the start of the lotus edge valve deployment, arterial blood pressure(abp) dropped to 70 units, and circulatory dynamics were slightly unstable. Complete atrioventricular block(cavb) occurred when the center frame marker came out from the catheter. Patient p wave was observed, but qrs dropped about 3 beats. Pacing was started at 80bpm. Blood pressure dropped to 50 units, but was recovered to 70-80 units with the valve deployment, then returned to normal. During the first deployment, the position was high, and since waist was noted, valve position was slightly repositioned in the lv side by partial recapture. Eventually, the depth to the left ventricle outflow tract(lvot) was 2mm on the non-coronary cusp(ncc) side, and 4mm on left coronary cusp(lcc) side. After successful lotus edge valve implantation, the delivery system retrieval and sheath removal were completed without problem. One (1) day post index procedure, a permanent pacemaker was scheduled to be implanted in the patient. It was further reported that the scheduled permanent pacemaker implantation was completed as planned and procedure outcome was successful.

Event description:
It was reported that complete heart block(chb) occurred. Access was gained through a right transfemoral approach. During the procedure, there was difficulty inserting the pigtail catheter and safari2 guidewire inside the left ventricle due to left ventricle hypertrophy(lvh), due to the guidewire being pushed, premature ventricular contractions(pvc) occurred occasionally. Balloon aortic valvuloplasty(bav) was performed using a 18mm non-bsc balloon, according to the instructions for use(IFU). Rapid pacing at 180bpm was attempted, until the patients pulse was restored and rapid pacing was turned off. During the start of the lotus edge valve deployment, arterial blood pressure(abp) dropped to 70 units, and circulatory dynamics were slightly unstable. Complete atrioventricular block(cavb) occurred when the center frame marker came out from the catheter. Patient p wave was observed, but qrs dropped about 3 beats. Pacing was started at 80bpm. Blood pressure dropped to 50 units, but was recovered to 70-80 units with the valve deployment, then returned to normal. During the first deployment, the position was high, and since waist was noted, valve position was slightly repositioned in the lv side by partial recapture. Eventually, the depth to the left ventricle outflow tract(lvot) was 2mm on the non-cornonary cusp(ncc) side, and 4mm on left coronary cusp(lcc) side. After successful lotus edge valve implantation, the delivery system retrieval and sheath removal were completed without problem. One (1) day post index procedure, a permanent pacemaker was scheduled to be implanted in the patient.